Event description:
It was reported that the pulse generator exhibited premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the device in back up operation and the product code intact. The battery was found at eol voltage due to normal battery depletion, but the device did not meet 75 % of nominal longevity and no representative field settings were received.